Event description:
V bipolar pacing impedance oor alert triggered. Rv lead has been programmed to ttc pace/sense since (B)(6) 2022. No oor measures for ttc and sic counts are not increasing with ttc sensing. Discussed with caller that in this model of device, alternate configuration impedances will trigger an alert. Could consider programming off the rv pacing lead impedance alert, keep the rv lia on to monitor for additional changes in lead. Evidence of oor bipolar impedance measures are suggestive of an issue with the rv ring electrode. St jude lead. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).